Manufacturer narrative:
B2: other serious - even though there was no reintervention the final regurgitation reduction was impacted by the event. E1 - telephone number: (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Event description:
Per the report received from germany, edwards received notification of a pascal precision procedure in the tricuspid position in a patient with torrential tricuspid regurgitation. After an unknown implant duration, a late single leaflet device attachment (slda) was identified during screening for reintervention with transcatheter valve replacement, without evidence of embolization. The device was described as attached between the anterior leaflet and the anterior papillary muscle. The patient was considered outside the parameters for transcatheter valve replacement reintervention. At this time, other treatment plans are unknown.